Event description:
Baxter affiliate reports an unknown number of incidents of broken hollow fibers, cracked headers and blood leaks from the port of the dialyzer. The affiliate reports these problems occurred at different times on different dialyzers. All incidents occurred on used dialyzers between reuse number 1 and 3 and they all occurred about 10 minutes after the onset of treatment. All incidents involved the machine alarming and then the customer noted either the broken fiber, blood leak or cracked header. Estimated blood loss in each incident was 20-30ml and treatment was continued with new disposables without incident. No pt injury or medical intervention reported.